Manufacturer narrative:
H10: it is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder, foreign material in the air/water channel, and foreign material in the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope image displayed a halo. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the air/water tube and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found also found an suction cylinder with no color, insulation resistance value at distal end did not meet the standard value due to a burn on the plastic end distal cover, a stained image due to dirt on the objective lens, the play of the upward/downward angulation control and right/left knob out of the standard value due to wear of angle wire, a chipped adhesive around the objective lens, a cracked light guide lens and adhesive on the bending section cover rubber, and a peeled coating on the connecting tube and universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.